Event description:
It was reported that undersensing was observed on the right atrial (ra) during a recorded episode from the associated implantable cardioverter defibrillator (ICD) device data file. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator, (B)(6) 2011; 694765 implantable tachy lead, (B)(6) 2011. (B)(4).